Event description:
A. Can you please verify if this was the primary implantation or revision surgery? Answer: primary implantation. B. It was indicate that there was surgical delay. Please provide the duration. Answer: 30 minutes. C. Kindly provide the affected side. (Right or left hip) answer: left. D. Was there any adverse consequences that affected the patient because of the reported event? Answer: increased risk of infection.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a procedure for total hip prosthesis, the insert did not fit into the acetabulum. Several attempts were done without success. A second implant was successfully used. A delay occurred.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: examination of the returned liner finds nothing outward to suggest product error. There is some evidence ,that was slightly canted within the cup when impacted. Inadvertent use error is suspected. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.